Manufacturer narrative:
Upon further investigation it has been determined that this record is a duplicate record to MFR report # 1416980-2017-04355. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter telephone number: (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user not to perform dialysis in the same room as pets or animals. It states that ¿contamination of the fluid or fluid pathways can result if a pet or animal bites a solution bag or the disposable set. Contamination of any portion of the fluid or fluid path may result in peritonitis, serious patient injury, or death.¿ a review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as a cat biting in the drain line. It was not reported if the patient was hospitalized for the event. Treatment for the event, action with pd therapy, and patient outcome were not reported. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.